Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Displacement test could not be performed, due to no button response. The device was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer called and reported that the buttons on the insulin pump were not working, after customer had dropped the device. Customer's blood glucose was not known. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.